Manufacturer narrative:
Device power up properly after battery installation and monitored for several days. Device received with operating current within specifications. No unexpected battery power loss were noted. Device passed displacement test, self test, off no power test and all operating current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer put new battery and insulin pump showed off the power. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the off no power alert. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The device will be returned for analysis.